Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was found that the alarm daughter battery holder had dropped off, the battery oxidized, and the alarm daughter board was defective. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and to fix the issue the fse replaced the alarm daughterboard and the battery. The unit was test run overnight and passed the all manifold tests. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10

Event description:
N/a.